Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported that they experience pain off and on at their implant site. Pt said that this has been since implant. Pt said that they were very sick after getting their implant for 2-3 months. Pt said that they had an "indian burn" or "rug burn" feeling at their implant site. Pt said they told their doctor about this. Patient said they don't feel this as much now but do occasionally. The patient was redirected to their healthcare provider to further address the issue.